Event description:
The customer reported that the ac and battery led's were not working and that the device failed to power up on battery power. There was no report of pt involvement.

Manufacturer narrative:
Pr#: (B)(4).